Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. The clinician turned the device back on to continue treating the patient and the device self discharged. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for the return of the suspect device. The device has not been returned to zoll for evaluation.